Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was unable to verify the customer's reported issues. Model lap top ventilator 100 was tested for 4 days with no failures. The unit passed all testing and met all carefusion specifications.

Event description:
The customer reported model lap top ventilator 100 positive end- expiratory pressure (peep) is off by 5-6 cmh2o and screen went blank. No further information was provided by the customer regarding patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.